Event description:
The pump was returned to baxter for physical damage repairs. During service by baxter, the infusion pump was found to contain a defective user interface module printed circuit board. No additional information was available.

Manufacturer narrative:
Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 703 in the event history confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced.